Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for material number 301031 and lot number 0078182. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, twelve physical samples and five photos were received for evaluation by our quality team. The twelve samples came in a plastic bag. Visual inspection was completed with a 10x magnifier lens. Two samples have barrel damage, two have scale printing issues, four have plunger rods damaged and four have embedded degraded resin. The five photos provided show the samples received. It is possible that the defect of embedded foreign matter can occur during the molding process. Degraded resin inherently builds up, can break loose and be molded into components. The remaining defects can occur from the scale printing and assembly processes. A jam may have occurred inducing this type of assembly defect. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 12 samples were received. They came in a plastic bag. Visual inspection was performed with a 10x magnifier lens. 2 samples have barrel damaged, 4 plunger rods damaged, 2 have scale printing issues and 4 have embedded degraded resin. 5 photos were provided. They show the samples received. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the 12 samples were confirmed defect; 4 are from molding and the rest are from the scale printing/ assembly processes. A jam may have occurred inducing this type of assembly defects. For the molding defects, the embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: based on investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. The lot was produced for 105k units, this is the 1st complaint; therefore, the cpm is 9.5. We will continue monitoring and trending this product and this symptom.

Event description:
It was reported that the bd luer-lok¿ syringes had issues with broken plunger rods, scale marking issues, and black and white foreign matter. These were noticed prior to use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "it was reported that syringes either have an issue with the scale markings, plungers damaged, black and white dots."